Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 400mg/dl. The customer stated that the insulin pump had recurring motor error alarms during the rewind process. Troubleshooting was performed. The caller stated that the insulin pump was not exposed to an MRI. The customer also mentioned that the device was stuck on the rewind mode. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
The insulin pump received with motor error alarms during rewind due to corroded motor home switch. Unable to perform displacement test due to excessive motor error alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.